Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm that discovered the issue replaced the batteries and performed full functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump failed the battery runtime test. There was no patient involvement and no adverse event was reported.